Event description:
On (B)(6) 2015, the patient had an MRI of the lumbar spine to check on back pain. On (B)(6) 2015, it was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2015 at 03:56am prior to the MRI that was done in the afternoon on the same day. A tube set message was noted in the logs on (B)(6) 2015. The pump was updated on (B)(6) 2015 and no recovery was noted in the logs. The cause of the motor stall was unknown. The pump was replaced. The patient¿s pain symptoms returned when the pump was not working. At the time of the event, the device system was delivering bupivacaine, but had been used to deliver other drugs previously. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).